Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer "dim light" was confirmed, and further defects were detected. In total the following defects were detected: ---led is dim. ---blade looks worn. ---adhesive points on camera head are worn. ---leak on camera head. The device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. Wear and tear on the adhesive allows liquid to penetrate the blade, which can impair the electronics and lead to image and light failure. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was dim light. No negative impact in state of health reported.